Event description:
It was reported that intermittent occlusion alarms occurred, leading the customer¿s blood glucose level to exceed 500 mg/dl, with the monitor displaying "high." The customer administered a correction injection using multiple daily injections to manage the high blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge, resumed insulin therapy.